Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000101932. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances with the left lead. Surgical intervention was undertaken wherein the lead was explanted. During the procedure the lead was attempted to be implanted but was unable to be due to scar tissue and patient anatomy. Effective therapy was restored with the right lead. Note : it is unknown which lead is related to this issue.